Event description:
On 11/21/2025, a sales representative reported via email that five ar-1934pf-24 peek suturetak suture anchors pulled out in a surgical case. This incident occurred during a procedure. Additional information was received on 11/25/2025: this occurred on (B)(6) 2025, during a rotator cuff repair with biceps tenodesis procedure. The case was completed using an ar-3632sp 2.6 fibertak sp soft anchor. The surgery was delayed by approximately 20 minutes, but no additional anesthesia was administered. Bone quality was reported as poor. A percutaneous 3.0 insertion kit was used to prepare the bone socket. No adverse patient effects were reported, and no photos or videos of the complaint device were provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to poor bone quality and suboptimal bone preparation in a compromised bone environment, resulting in insufficient fixation strength and anchor pullout.